Event description:
It was reported that the patient never had therapeutic effect. The patient's stage 1 trial was successful (with an improvement in overactive bladder symptoms), but following implantation, the symptoms were not controlled. Impedance measurements were noted to be normal. One lead combination showed an electrical short. The patient experienced pain at the pocket site, both when the stimulation was turned on and off. It was later reported that on (B)(6) 2010, an impedance check reveled "???" For electrodes 0 and 3. All of the other impedance checks were with normal limits. The cause of the event was unknown. There were multiple programs attempted, with no benefit received by the patient. The patient had significant discomfort with the implanted device and underwent explant surgery of all the components. During explantation, it was not possible to remove the lead through the incision site located over the ins. Another incision was made over the lead insertion site, the lead was pulled and appeared to break. A small amount of the lead was left inside the foramen with the decision that this would not cause the patient any problems. The patient tolerated the procedure well and was in stable condition following the procedure. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).